Manufacturer narrative:
Updated statement to reflect correct date of death.

Event description:
The customer reported that on (B)(6) 2020, a patient died; the were looking for assistance in obtaining audit logs and printing alarm strips related to the death.

Manufacturer narrative:
Additional information was received from the customer that the customer noticed some wireless "dropouts", and asked if there is a chance this would cause an alarm not to sound. This issue was investigated by a philips product support engineer (pse), and a philips senior clinical specialist (scs). It was determined that there was no dropout issue; the issue was a screen refresh or redraw of the waveform at the overview bed. Per the pse, there is no impact to data being sent to the pic ix, and there is no impact to alarms, including alarm delivery to the overview bed. By design, there is a four second delay in data being sent from the pic ix to the overview bed(s); this includes monitoring data and alarms from the piic to the overviewing bed.

Manufacturer narrative:
A philips clinical specialist (cs) went to the customer site, and spoke to the customer. The customer wanted help pulling the alarm logs from the philips information center ix (pic ix). The cs found that alarms had sounded, and had been silenced on multiple occasions: the cs was able to assist in pulling the logs, and gave the logs to the customer. There was no product malfunction; alarms had occurred and the user had silenced the alarms. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
The customer reported that on (B)(6) 2020, a patient died; the were looking for assistance in obtaining audit logs and printing alarm strips related to the death.